Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was also reported that intermittent oversensing in the blanking period was observed on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.